Manufacturer narrative:
An event of left bundle branch block, transient ischemic attack, probable cardioembolic stroke, thrombocytopenia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). It was reported that on (B)(6) 2023, a 23mm portico ng/navitor valve was implanted using a flexnav delivery system. The route of access for the transcatheter aortic valve replacement (tavr) was the right transfemoral. During the procedure prior to pre-dilatation, the patient experienced a left bundle branch block (lbbb); a temporary pacemaker was maintained. The valve was successfully implanted. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 2mm. After procedure the patient continued with lbbb and temporary pacemaker was removed on (B)(6) 2023. No permanent pacemaker was implanted. On (B)(6) 2023, the patient had a transient ischemic attack (tia), which resolved on its own the same day without treatment. The patient had a CT scan head/brain, and the event was diagnosed as a probable cardioembolic stroke. On (B)(6) 2023, the patient complained of pain in the left femoral, and echo doppler showed a pseudoaneurysm without active bleeding. The pseudoaneurysm was not related to the flexnav delivery system as it was seen on left femoral, and the tavr access was right femoral. On (B)(6) 2023, the patient showed thrombocytopenia, which resolved on its own on (B)(6) 2023 without treatment. The anemia/thrombocytopenia may be caused by procedure bleeding and unfractionated heparin was administered. On (B)(6) 2023, the patient had anemia, and 2 units of red blood concentrates were administered. On 1(B)(6) 2023, the patient received an ultrasound-guided thrombin injection for the pseudoaneurysm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm portico ng/navitor valve was implanted using a flexnav delivery system. The route of access for the transcatheter aortic valve replacement (tavr) was the right transfemoral. During the procedure prior to pre-dilatation, the patient experienced a left bundle branch block (lbbb); a temporary pacemaker was maintained. The valve was successfully implanted. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 2mm. On (B)(6) 2023, the patient had a transient ischemic attack (tia), which resolved on its own the same day without treatment. The patient had a CT scan head/brain and the event was diagnosed as a probable cardioembolic stroke. On (B)(6) 2023, the patient complained of pain in the left femoral and echo doppler showed a pseudoaneurysm without active bleeding. The pseudoaneurysm was not related to the flexnav delivery system as it was seen on left femoral and the tavr access was right femoral. On (B)(6) 2023, the patient showed thrombocytopenia, which resolved on its own on (B)(6) 2023 without treatment. On (B)(6) 2023, the patient had anemia and 2 units of red blood concentrates were administered. On (B)(6) 2023, the patient received an ultrasound-guided thrombin injection for the pseudoaneurysm.